Event description:
On 08/24/2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately erratic on several occasions. The reporter claimed obtaining blood glucose readings of "44 and 136mg/dl", "58 and 126mg/dl", "<20 and 106mg/dl", "33 and 110mg/dl" and "<20, <20 and 141mg/dl" with the subject meter. The results from each separate comparison were obtained from tests performed within 20 minutes of one another. Based on statistical methodology, the calculated difference of all of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Evaluation codes and narrative for the test strip testing was omitted from supplemental #1. Result code 192 and conclusion code 61 were absent. Narrative should have read "the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however, a secondary issue was noted; the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed."